Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement and dissection occurred. During the procedure, the physician attempted implanting a 4.5x32mm veriflex stent to the proximal right coronary artery (rca). As the stent was being deployed, the physician noted minimal resistance upon entering the artery. The stent dislodged from the balloon at the ostium of the vessel prior to reaching the stenosis. The physician was able to move the stent approximately to its desired location. In the process, a dissection occurred in the proximal artery. The physician treated the dissection with the placement of a 4.5x12mm veriflex stent. The procedure was successfully completed and the patient status was okay.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement and dissection occurred. During the procedure, the physician attempted implanting a 4.5x32mm veriflex stent to the proximal right coronary artery (rca). As the stent was being deployed, the physician noted minimal resistance upon entering the artery. The stent dislodged from the balloon at the ostium of the vessel prior to reaching the stenosis. The physician was able to move the stent approximately to its desired location. In the process, a dissection occurred in the proximal artery. The physician treated the dissection with the placement of a 4.5x12mm veriflex stent. The procedure was successfully completed and the patient status was okay.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified that the stent had detached from the delivery balloon and was not returned for analysis. An examination of the delivery catheter identified that the balloon had been inflated and was not refolded. A clear impression of the crimped stent was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).